Event description:
It was reported to vyaire medical that the 3100a ventilator not delivering oxygen to the patient. The patient was removed from the ventilator. The customer confirmed that there is no patient harm associated with this reported event.

Manufacturer narrative:
Vyaire medical field service went onsite evaluated the device found problem with the blender. As a resolution, the blender was bypass and unit pass circuit and performance test. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.